Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the reported event occurred due to a broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope had no image. The issue occurred during inspection for use. There was no patient involvement.